Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was surgically explanted and replaced due to an unspecified product performance issue. Additional information indicated that the lead was explanted due to high pacing thresholds. No additional adverse patient effects were reported.